Event description:
Medtronic 670g in automode kept delivering even while sensor glucose was under 50. Frequency: daily. Route: subcutaneous. Diagnosis or reason for use: diabetes. Is the product compounded: no. Is the product over-the-counter: no.